Event description:
It was reported that the lead had decreased sensing, threshold increase, no capture and dislodgement. The lead was repositioned and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=101.0 counts avg/day, in 0.61 day, beween (B)(6) 2010 17:11:39 and (B)(6) 2010 07:56:02.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.